Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a splenectomy procedure, the surgeon was using the enseal device to transect the splenic artery and the I-blade would not retract after advancing fully forward to cut the vessel. The surgeon attempted to retract the I-blade and noticed the power on the generator shut off. The surgeon opened a stapler to transect the artery to free the device. The case was completed using the stapler with no consequence to the patient.